Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the rear therapy electrodes. The patient's dermatologist prescribed an unknown ointment that the patient was applying. Follow up indicated that the irritation ultimately healed with the use of eucerin cream.